Event description:
The customer reported that an mx40 did not provide an alarm. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.